Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: balloon separated from the shaft, requiring medical intervention. Device issue: balloon separation from shaft. It was reported that during a right iliac artery stenting procedure, a flocarida device was initially used to open up a channel within the totally calcified lesion. The physician then crossed the lesion with the voyager nc balloon catheter and inflated and deflated the balloon without difficulty. When attempting to remove the device, resistance was felt. The physician inflated and deflated the balloon several more times and was still unable to remove the device. The physician then pulled back on the device and the balloon separated from the shaft into two pieces. One portion of the balloon remained in the vasculature, and the other was removed with the remainder of the device. The physician attempted several times to remove the balloon piece via snare and was unsuccessful. A vascular surgeon was in attendance and was able to remove the balloon piece with biopsy forceps in the cath lab. There were no reported patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering has not completed their investigation at this time. Results and conclusions wil be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon dilatation catheter (bdc) was returned with blood in and on the balloon, in the inflation lumen and in the guide wire lumen. There was contrast in the balloon and in the inflation lumen. Only the distal end of the bdc was returned. The proximal end of the bdc was not returned. The balloon was bunched in the middle portion. The distal shaft was separated, 29cm proximal to the balloon proximal seal. The material at the separation was stretched and jagged, the proximal end of the separation was not returned. The shaft was stretched at the separation extending distally for a length of 2.5 cm and at the proximal balloon seal extending proximally for a length of 23 cm. There was a tear in the shaft at the separation extending distally for a length of 1.5 cm. There was a kink in the shaft, 1.5 cm distal to the separation. The inner and outer member as wrinkled, at the balloon proximal seal extending proximally for a length of 2.5 cm. The inner member was separated, 6 mm proximal to the balloon proximal seal. There was a gap between the broken inner member due to the stretched shaft. The balloon was not separated as reported. There was no other damage noted to the bdc. The balloon was straightened out to check for separation. There was no missing part or separation of the balloon. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.